Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, high impedance was observed on the atrial lead. No patient symptoms were reported. No changes were made.